Manufacturer narrative:
H4: the lot was manufactured february 13-15, 2024. The device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused during patient infusion. The expected therapy time was 46 hours; however, the drug solution remained in the bladder. The event was further described as ¿delivery delayed¿ by ¿approximately 10 hours¿. The infusion continued until the following day when the infusion was completed. The device was filled with an unspecified drug solution to a total fill volume was 230ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.